Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. No anomalies were observed with the catheter along its hub, shaft, or balloon during analysis. The balloon inflated and deflated as intended during functional testing. No leak was detected at the catheter proximal hub section. Based on the investigation, the reported event was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The balloon catheter hub leaked inside the patient. There were no clinical consequences to the patient.

Manufacturer narrative:
This is the second of 2 reports. Subject device not available.

Event description:
The balloon catheter hub leaked inside the patient. There were no clinical consequences to the patient.